Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 54mg/dl and displayed as "low" on continuous glucose monitor. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that a malfunction alarm occurred, and that the customer received a power source alert after plugging the pump into a wall outlet. As well, as that the pump touch screen was unresponsive and that the wake button was sticking. Customer¿s blood glucose level was 140 mg/dl. The customer reverted to an alternate method of insulin therapy.